Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with a corneal abrasion with pseudo diffuse lamellar keratitis (dlk) in the right eye one day post lasik. The patient complains of burning in the right eye. Topical steroid dosage was increased. Upon follow up, everything was reported to be resolved. The patient was having recurrent erosion issues probably from loose epithelium. The patient was told to call back if any more problems.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)